Event description:
A malfunction code was reported, identified as malf 12. Fortunately, there was no adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and the malfunction code did not recur after the reset. The customer was advised to continue using the pump and instructed to call back if the issue reoccurred, and they acknowledged these instructions.